Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture and loss of sensing. It was determined that this lead had dislodged. As a result, the lead was successfully repositioned. No adverse patient effects were noted as the patient was not dependent.